Manufacturer narrative:
The customer's complaint of "the autopulse platform sn (B)(6) displayed a user advisory (ua) 12 (lifeband not present) message" was not confirmed during the archive data review or functional testing. During the investigation, it was verified that the reset switch was within the specification. Unrelated to the reported complaint, visual inspection revealed a crack across the screw well area of the front enclosure handle. The possible root cause of the observed physical damage was normal wear and tear or user mishandling. The front enclosure was replaced to address the observed physical damage. The archive data showed multiple user advisory (ua) 45 (not at "home" position after power-on/restart) around the customer's reported event date, and it was replicated during functional testing at zoll. The autopulse platform failed functional testing due to ua45 displayed upon powering on. It is likely that the customer incorrectly remembered the specific advisory code which was displayed on the platform lcd. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, most likely attributed to unintended user error. The drive shaft was rotated to the home position to clear ua45. Once the ua was cleared, the device passed a 15-minute functional test with the large resuscitation testing fixture (lrtf) equivalent to a 250-pound patient. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During shift check, the autopulse platform sn (B)(6) displayed a user advisory (ua) 12 (lifeband not present) message. No additional information was provided. No patient involvement.